Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Reportedly, the pump shutdown caused the customer to experience an elevated blood glucose (bg) level. The customer administered a correction injection to treat the bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.